Event description:
The patient had a laparoscopic subtotal colectomy and had an anastomotic leak less than 24 hours after surgery. The patient was returned to the or where a 5-6mm "hole" was found in the anastomosis and it looked as if there were never any staples there on the small bowel side. It was not where the 2 staple lines crossed as the leak site was remote from the staple lines crossing. In a second similar surgery, the surgeon noticed a compromise to the integrity of the anastomosis. The staples which typically "oppose" the edges of the 2 ends of bowel looked as if they had crushed/severed the bowel such that the muscle and serosa were torn and what remained was only mucosa. The thickness of this anastomosis was less than normal as the small bowel was connected to colon (not colon to colon or colon to rectum). The second patient had the anastomosis oversewn and it did not leak.